Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that the insulin pump was bump and fell from pants. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer declined to troubleshoot for weak battery alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump received with cracked reservoir tube lip, broken belt clip slot, cracked reservoir tube, and stained end cap sticker noted.